Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
High lead impedance and undersensing were also reported. Subsequently, the lead was explanted and replaced.

Event description:
It was reported that the atrial lead exhibited noise.